Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; factors that may contribute to a device entrapment include but are not limited to; tissue or suture caught in the foot, or posterior cuff partly deployed in the foot. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery after an interventional coil embolization procedure with a small-bore sheath. Reportedly, upon removal of the device, the suture was entangled and resistance was noted. The suture was cut to remove the device and hemostasis was achieved with a new prostyle device. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.